Event description:
It was reported that the user experienced a severe hypoglycemic event with blood glucose reaching 20 mg/dl while using the ilet, after which emergency medical services administered glucagon and an intravenous dextrose infusion and the user¿s glucose stabilized; the user declined hospital transport, discontinued the ilet, and transitioned to an alternative insulin therapy. Symptoms included severe hypoglycemia. Outcomes included urgent medical attention and emergency treatment. Investigation included review of the event details and assessment for device-related issues. Investigation of this case revealed that the cause of the hypoglycemic event could not be determined and no definitive device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.